Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive force by the customer. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the lens was misplaced. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the optical lenses was broken. It was also found that there were dents on distal edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.